Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6)2023 and (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm issue when the device is powered off and unplugged from the wall. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they were still receiving an alarm when the device is powered off. The customer stated that replacement of the battery and power management (pm) printed circuit board assembly (pcba) did not resolve the issue. The rse recommended to the customer to replace the central processing unit (cpu). Good faith efforts (gfes) are being completed to confirm part order, part replacement, and resolution of the alarm issue. This investigation is ongoing.

Manufacturer narrative:
Multiple gfes were again attempted to obtain confirmation of the mc pcba part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Information was received that the customer confirmed to a remote service engineer (rse) that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced, and then requested assistance on how to program the serial number into the device. The rse provided the customer with information on how to program the serial number and confirmed over the phone that the serial number was correctly set. The customer was then provided with the cpu pcba option codes to setup the new part. The customer then called back, stating that after 30 minutes the device began to give the same alarm again even though they had not powered on the device. The customer reported to the rse that they swapped the motor controller (mc) pcba of the device experiencing the issue with another mc pcba and the device stopped alarming. The customer was then provided with the part information for a replacement mc pcba. The investigation is ongoing.